Event description:
The reporter stated that surgeon inserted a single piece collamer lens model cc4204bf into the pt's eye with no damage to the lens, however, the surgeon noticed the pt's capsule was torn. The surgeon cut the lens to remove it and performed a vitrectomy and put in an anterior chamber lens in the sulcus. The reporter stated that the pt had a pre-existing weak capsule due to being on a medication known as flomax.

Manufacturer narrative:
A visual inspection of the returned product shows the lens has one plate haptic torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. A lens work order search was performed for similar complaints and no similar complaints were found within the work order search. No conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined.